Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear was found to be activated prior to use. The following information was provided by the initial reporter: please find customer complaint reference xxxxx reporting: "it looked liked it was already activated, when it was taken out of the box, as the spring is already up over the needle area." Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no sample/evidence provided.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear was found to be activated prior to use. The following information was provided by the initial reporter: please find customer complaint reference xxxxx reporting: "it looked liked it was already activated, when it was taken out of the box, as the spring is already up over the needle area." Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.